Manufacturer narrative:
Updated fields - b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion). Corrected fields - d5. It was reported that during regular check, the cs100 intra-aortic balloon pump (iabp) showed an autofill failure error. There was no patient involved. A getinge filed service engineer (fse) evaluated the unit and found self test ok during start up. All the functional tests done which all passed and all values within range. The machine was connected to trainer and balloon is run on machine for 2 hours. No issue detected. All functional and safety test performed.

Manufacturer narrative:
Due to character limitation in e1, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) displayed autofill failure error message. There was no patient involvement as the reported event occurred during regular check from customer.